Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery with 99% stenosis and heavy calcification and tortuosity. The lesion was pre-dilated and the 2.75 x 28 mm xience xpedition stent was implanted. However, an edge dissection was noted which was treated with an additional xience xpedition stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.